Event description:
It was reported that during surgery, the liner could not be firmly implanted to the cup. A second liner was able to be implanted into the same shell. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3; g3 the following sections were corrected: b5 once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified there was an indentation to the od of the liner as well as damage to the locking feature and the scallops. The diameter and number of scallops were checked per the attached print and found within specification. No further measurements were taken as the liners were checked 100% on the cmm at manufacturing. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that during surgery, the liner could not be firmly implanted to the cup. A different liner was used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.